Manufacturer narrative:
(B)(4). The reported event was unknown system error. The occurrence date of the alarm was reported as (B)(6) 2014; however, the last alarm recorded on the device occurred on (B)(6) 2014. A review of the event history logs revealed a system error 0005. The system error 0005 was verified through the evaluation and the cause was determined to be due to the device's digital board. The digital board was scrapped. Additionally, full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional issues found. Visual inspection was also performed. There were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro device presented an unknown system error. The specific alarm was not reported. It was not specified during which step of therapy this occurred. There was no patient injury or medical intervention reported. No additional information is available.